Event description:
Customer reported that pump quick bolus and wake button were difficult to press and required multiple attempts to activate the pump screen. Blood glucose levels remained stable without any adverse impact reported. Technical support instructed the customer to attempt various methods to address the issue and ultimately assisted in removing the pump case. Despite these efforts, the problem persisted, leading technical support to decide on replacing the pump. Although the pump was not under warranty, it was on loan to a hospital. The customer planned to continue using the current pump as a backup until the replacement arrived and was instructed to put the pump into storage mode before returning it within 10 days.